Event description:
A (B)(6) male w/history of rectal cancer underwent a robotic assisted laparoscopic anterior resection w/ coloproctostomy. The superior hemorrhoid was skeletonized at its origin and divided w/a robotic vessel sealing device. During the procedure, while cauterizing the vessels, the robotic vessel sealing device stopped functioning, sealer removed, and replaced w/a new sealing device. The mesorectum was then cleared using the new vessel sealing device. No injury occurred.